Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: not applicable as lens was not implanted. If explanted, give date: not applicable as lens was not implanted; therefore, not explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was weakness at the tip of a preloaded intraocular lens. Additionally, a cartridge crack was reported. The lens from the preloaded device was not implanted. No patient injury reported. No further information provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 5/14/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The plunger was observed in advanced position and lock. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed. Lack of lubricant material was observed in the device. The cartridge was crack, also the tip was deformed, the lens was stuck in cartridge. The reported issue was verified. The condition in which the sample was returned is consistent with a product that was handled and prepared for surgical process. Based on the analysis there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.